Manufacturer narrative:
Analysis of historical records : orthofix srl checked the internal records related to the controls made on the device code (B)(4) lot b57 (marked on component (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in year 2019 and year 2021, was comprised of (B)(4). All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation : the device involved in this event is in transit to orthofix srl. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation : the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the results of the technical investigation and/or further details are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2022. Body part to which device was applied: right ulna. Surgery description: correction. Patient's information: child, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the doctor claimed that the minirail was lengthening as per prescription, however, noticed that between lengthening sessions, the minirail was compressing back to the original length. In summary the length was not being maintained by the minirail. And the forces exhibited by the bone and soft tissue caused the minirail to shorten. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2022. A medical intervention (outpatient clinic) was not required. Copy of the operative report is not available. Copy of the x-ray images is not available. Patient current health conditions: this resulted in pre-consolidation. The patients ulnar has been re-osteotomised and the minirail has been replaced to continue lengthening. They are currently in a lengthening phase. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2022. Body part to which device was applied: right ulna. Surgery description: correction. Patient's information: child, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the doctor claimed that the minirail was lengthening as per prescription, however, noticed that between lengthening sessions, the minirail was compressing back to the original length. In summary the length was not being maintained by the minirail. And the forces exhibited by the bone and soft tissue caused the minirail to shorten. The complaint report form also indicates: - the device failure had no adverse effects on patient. - the initial surgery was completed with the device. - the event did not lead to a delay in the duration of the surgical procedure. - an additional surgery was required: performed on (B)(6) 2022. - a medical intervention (outpatient clinic) was not required. - copy of the operative report is not available. - copy of the x-ray images is not available. - patient current health conditions: this resulted in pre-consolidation. The patients ulnar has been re-osteotomised and the minirail has been replaced to continue lengthening. They are currently in a lengthening phase. Further information and x-ray images received from the local distributor: patient weight on the first corrective osteotomy (28.10.22) - 40.45kg. Latest is 42.9kg diagnosis: right short ulna due to multiple hereditary exostosis. X-rays are attached (including xray from the follow up procedure in december). Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code m514 lot b57 (marked on component 600535) before the market release. No anomalies have been found. The original lot, manufactured in year 2019 and year 2021, was comprised of 92 units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned device, received on 31st january 2023, was examined by orthofix srl quality engineering department. The device was subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. No signs of forcing or damage were evidenced. The dimensional check did not evidence any anomalies. The functional check did not evidence any anomalies. The device performs properly. Medical evaluation: the information made available on the event with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. -the fixator was applied to produce lengthening in the right ulna in a child. We are not told how old or big the child is and without that information it is difficult to say whether the use of this fixator was appropriate. If the child is approaching adult size a different fixator might have been a better choice. However, many of these cases occur in young children and use of this fixator may be the correct choice. We are told that the lengthening in this patient failed, and the osteotomy consolidated in its original position. The fixator was changed after 2 months and lengthening is now proceeding as planned, after a fresh osteotomy was performed. The patient has come to no long-term harm but has required an additional operation. -the x-rays show that the distal clamp moved distally on the fixator between the dates nov 4th and 25th, but in the same period the proximal clamp also moved distally, so there was no gain in length between the 2 clamps. After a new fixator was applied, between the 16th (date of reoperation) and 29th of december the distal clamp has remained stationary, but the proximal clamp has moved proximally so that good length has been achieved. It seems that failure of lengthening was either due to the proximal clamp slipping on the driving thread, or because an incorrect procedure was being used to perform lengthening, i.e., moving both clamps in the same direction. -a non-hinged fixator would have been more appropriate such as an m100. I expected the investigation to show that the fixator was functioning normally, as was the case. Final comments: the results of the technical evaluation concluded that the returned device still works properly, and it could function as expected. Based on the results of the technical evaluation and on the evidence deriving from the medical evaluation, orthofix can conclude that the problem occurred is not device related. Orthofix srl historical records shows that no other notifications have been received regarding this specific device lot. Orthofix srl continues monitoring the devices on the market.